Manufacturer narrative:
(B)(4). Batch # p5649g. Device evaluation: the analysis found that one psee60a device was returned with no apparent damage and with five cartridges reloads present. The gst60g reloads (b, c, and e) were received fully fired. The gst60g reload (d) was received unfired. The ecr45g reload (f) was received fully fired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60 powered IFU. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Cartridge b and c: gst60g, p5513u, fully fired. Cartridge d: gst60g, p5513u, unfired. Cartridge e: gst60g, n57d7j, fully fired.cartridge f: ecr45g, m5697w, fully fired.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic hepatectomy the device and 4 green reloads were used to cut and staple. Three of the reloads, in the moment of shooting, the device cut but it could not staple. There were no patient consequences reported.